Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr got stuck. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr got stuck and could not cross the lesion. The procedure was completed with another of same device. No complications were reported and patient is stable post procedure.